Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter experienced low blood glucose levels 43 mg/dl. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer alleging insulin pump for over delivering. Customer was disconnected during prime. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.